Event description:
On (B)(4) 2014, olympus biotech received the final study report for a post-marketing study conducted in (B)(6) which was entitled (B)(4). This was a retrospective study which compared the effectiveness of rhbmp-7 (osigraft/op-1 implant) and autologous bone grafts in upper and lower lim non-union fractures. In this report, adverse events included four patients (no patient identifiers) who developed pyrexia. On (B)(4) 2014, follow-up information (including patient identifiers) was received. This is a report concerning a (B)(6) female patient, who had previous surgery (plating) for an atrophic humeral non-union (3cm of bone defectg) after a closed fracture and received osigraft (op-1 implant) concomitantly with plating on (B)(6) 2011 for the humeral non-union. She developed pyrexia during hospitalization. The phrexia resolved on an unknown date. The non-union healed 10 months after the surgery. The study investigation assessed this event as non-serious and possibly related to osigraft/op-1 implant. The manufacturer assessed this event as possibly related and of unknown seriousness. No further information is expected. Cases (B)(6) were reported by the same author and occurred during the same post-marketing study.